Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the buttons were not functional on the insulin pump. The customer's blood glucose was 527 mg/dl. Customer treated for their blood glucose at the time of the call. Customer also reported the presence of ketones from their blood glucose. It was also found the customer had a cracked battery cap. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with broken battery cap. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.